Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no physical damage to the locations where the foreign material remained. It is likely the foreign material remained because handling/reprocessing of the device deviated from instruction for use. However, a definite root cause that led to the malfunction could not be determined. The instruction manual states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside air/water tube and air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.